Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed with a non-medtronic 26 millimeter (mm) balloon due to the patient's calcification and bicuspid aortic valve. The patient's blood pressure then dropped, so the valve was quickly deployed as it was suspected that the patient's aortic root ruptured or dissected. The patient never recovered and died on the same day as the valve implant. Due to the aortic root rupture, a 90 minute procedural delay occurred. Per the physician, the patient's bicuspid native valve and calcification contributed to the aortic root rupture. Per the physician, the procedure did contribute to the patient's death. Per the physician, the patient's death was due to an aortic root rupture, which was suspected to be caused by the pre-implant bav.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-34, serial/lot #: (B)(6), ubd: 16-jul-2027, UDI#: (B)(4). H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed with a non-medtronic (true) 26 millimeter (mm) balloon due to the patient's calcification and bicuspid aortic valve. The patient's blood pressure then dropped, so the valve was quickly deployed as it was suspected that the patient's aortic root ruptured or dissected. The patient never recovered and died on the same day as the valve implant. Due to the aortic root rupture, a 90 minute procedural delay occurred. Per the physician, the patient's bicuspid native valve and calcification contributed to the aortic root rupture. Per the physician, the procedure did contribute to the patient's death. Per the physician, the patient's death was due to an aortic root rupture, which was suspected to be caused by the pre-implant bav. Additional information was received that the rupture was not confirmed until following the valve implant. The reason behind the dip in blood pressure was not known initially and the valve was deployed so it could be diagnosed. Cardiopulmonary resuscitation (CPR) was performed until the patient was put on bypass. The physician did not attribute the aortic root dissection/rupture to the delivery catheter system (dcs).